Event description:
While removing a block, the block holder broke into 2 pieces. Internal investigation determined the block holder was made of cast iron. Hand pendant dead man switch was moving the table laterally. A faulty electrical connection was determined to be the cause of the problem.